Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 01-may-2026 the reporter reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 398 mg/dl following a supply change without changing the cartridge. No ems or hospitalization was required.